Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "umc/routine" protocol comprising 50 cassettes, which started in retort a at 13:27pm on (B)(6) 2021 and completed at 03:00am on (B)(6) 2021 and the "umc/fatty" protocol comprising 69 cassettes, which started in retort b at 13:27pm on (B)(6) 2021 and completed at 03:00am on (B)(6) 2021. No event/error codes were recorded during execution of these protocols. Both the "umc/routine" and the "umc/fatty" protocol, which have a duration of 8 hours and 47 minutes and 9 hours and 47 minutes respectively, have been validated for use in this laboratory; and sub-optimal tissue processing has not previously been reported to the manufacturer in relation to the use of either of these protocols. Event code "16" was displayed to the user at 13:25pm on (B)(6) 2021 together with the following associated messaging: "final cassettes processed threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 7." Bottle 7 (ethanol) was not in contact with the corresponding sensor for approximately 31 seconds at 13:25pm on (B)(6) 2021, which is not sufficient time to replace the reagent; and the station properties were reset at 13:26pm on (B)(6) 2021, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 7 prior to these user actions were: ethanol concentration=85.6%, cycle=83, cassettes=4893 and days=55. Following the user actions detailed above, the reagent in bottle 7 (ethanol) was used for the final dehydration step of both the "umc/routine" protocol started in retort a at 13:27pm on (B)(6) 2021 and the "umc/fatty" protocol started in retort b at 13:27pm on (B)(6) 2021. The station properties for bottles 1 (formalin), 5 (ethanol), 7 (ethanol), 13 (clearite) and 16 (cleaning ethanol) were reset between 05:57am and 06:23am on (B)(6) 2021. There is no evidence of any use error(s) during replacement of these reagents. Although the user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 7 (ethanol) was to be set to the default value of 100% at 13:26pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 85.6% because bottle 7 was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 7 (ethanol) with an ethanol concentration of 85.6% was used for the final dehydration step of both the "umc/routine" protocol started in retort a at 13:27pm on (B)(6) 2021 and the "umc/fatty" protocol started in retort b at 13:27pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant as the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Information as to the re-processing regimen used for the affected tissue samples was not provided. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 13:26pm on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when an event code indicating that the final reagent threshold for the number of cassettes processed had been exceeded was displayed together with the associated instruction to replace the contents of bottle 7 (ethanol). The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Investigation of this complaint found that the instrument functioned as designed during execution of "umc/routine" protocol started in retort a at 13:27pm on (B)(6) 2021; and the "umc/fatty" protocol started in retort b at 13:27pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. Information documented by the local leica field applications specialist details that the tissue types/sizes of the affected samples were: "various including uterus, breast, gi, appendix, gall bladder" and "various 2-5mm x 2-5mm x 2-20mm" respectively. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "umc/routine" and "umc/fatty" protocols, which have a duration of 8 hours and 47 minutes and 9 hours and 47 minutes respectively, are not appropriate for processing a portion of the tissue types/sizes, which were detailed as "various including uterus, breast, gi, appendix, gall bladder" and "various 2-5mm x 2-5mm x 2-20mm" respectively.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "customer reported underprocessed tissue then when reprocessing was attempted the smaller biopsy tissue was overprocessed and the larger tissue remained underprocessed. Initial conversation indicated that all cases were not diagnosable. Have reached out to customer via email for more details. Customer noted a bottle reset without changing as cause. They resolved [sic] and tissue ran [sic] since has been good." On (B)(6) 2021, the assigned leica applications specialist - core histology (fss) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications. The fss documented the following: tissue samples from 50 cassettes, which had been processed in either the "umc/routine" protocol started in retort a at 13:27:01pm on (B)(6) 2021 or the "umc/routine" protocol which completed in retort a at 03:11:07am on (B)(6) 2021, exhibited sub-optimal processing. The tissue types and sizes of the affected samples were detailed as "various including uterus, breast, gi, appendix, gall bladder" and "various 2-5mm x 2-5mm x 2-20mm" respectively. The variance between the ethanol concentration in bottles 3-10 inclusive measured by hydrometer and that calculated by instrument software was found to exceed the acceptable limit of 5% in bottle 3 only. The measured ethanol concentration in bottle 3 was 59.7% and the calculated concentration was 65.6%. The reagent in bottle 3 (ethanol) was not used during execution of the two (2) processing runs detailed below, from which sub-optimal tissue processing was reported by the complainant. "Customer reported that someone had reset bottle 7 on (B)(6), but did not replace the contents. Log review indicated this occurred at 13:26. This resulted in underprocessed tissue." On (B)(6) 2021, the assigned leica applications specialist - core histology documented that at least one patient could not be diagnosed; and that re-biopsy of a patient(s) had not been either recommended or performed. The fss documented the following further information provided by the complainant: "they did not ask for any rebiopsy. They had a harder time reading the bigger specimens compared to the small biopsies, so they just requested for additional tissue blocks on cases that we have extra specimens, like appendix, gallbladder, breast, etc. We used three different runs to reprocess the specimens. Biopsy protocol for biopsies (1 hr 44 min.), stat bone marrow protocol for routine specimens (4 hrs.), and routine protocol for fatty specimens (8 hrs 47 min.)" On (B)(6) 2021, leica biosystems melbourne received the following information from assigned the leica applications specialist - core histology: "customer did not provide patient identifier or details. They stated "per our pathologists, they were able to make a diagnosis on all of the cases that were reprocessed, except for one colon tumor resection case they are still waiting for some immunostain results". On (B)(6) 2021, leica biosystems melbourne received the following information from the assigned leica applications specialist - core histology: "no answer from customer after at least 5 attempts. They stated the pathologist was on vacation and would provide info once they return." As at (B)(6) 2021, leica biosystems melbourne has not received any further information from the complainant as to the patient impact in relation to the one (1) case for which immunostaining results were pending.